Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was going in and out of communication loss to connected device(s). The bme had re-booted the org but the next morning, the same issue recurred. The bme requested a loaner org while this one is being repaired. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was going in and out of communication loss to connected device(s). The bme had re-booted the org but the next morning, the same issue recurred. The bme requested a loaner org while this one is being repaired. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was going in and out of communication loss to connected device(s). The bme had re-booted the org but the next morning, the same issue recurred. The bme requested a loaner org while this one is being repaired. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was going in and out of communication loss to connected device(s). The bme had re-booted the org but the next morning, the same issue recurred. The bme requested a loaner org while this one is being repaired. No patient harm was reported. Service/repair: nihon kohden repair center was not able to duplicate the issue of communication loss on the org-9110a sn:(B)(6). Unit was tested for 48 hours and no signal loss or communication loss between devices found. Device was returned to customer in good working condition. Investigation summary: nk repair center was not able to duplicate the issue of communication loss on the org-9110a sn (B)(6). As such the root cause for the communication loss on this org cannot be determined. As the org was found to be in good working condition the cause of the communication loss is most likely related to the customer's network environment. Since the cause of the issue cannot be confirmed and the customer's unit was found to be in good working condition, a corrective action/preventative action (CAPA) is not warranted.